Event description:
The customer reported blower demand exceed alarm and device started to make clicking noises during use on a patient on the revel ventilator. The customer reported there was no patient harm associated with the reported event.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow up report will be submitted.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Service technician was unable to verify the customer's reported issue blower demand exceed alarm ,ventilator started to make clicking noises. Technician was unable to duplicate reported problem. Unit passed all bench testing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Service technician was unable to verify the customer's reported issue blower demand exceed alarm ,ventilator started to make clicking noises. Technician was unable to duplicate reported problem. Unit passed all bench testing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.